Event description:
It was stated that the customer was treated by the paramedics for low blood glucose levels. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. Found that the customer had treated for a high blood glucose reading of 371 mg/dl prior to the event. It was stated that the customer may have treated with too much insulin, causing the reaction. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.